Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the central nurses station (cns) would occasionally freeze and that he had to power cycle the device in order to get it to work. The biomedical engineer was provided with a replacement hard drive (hdd), which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the cns (central nurses station) will occasionally freeze and has to power cycle the device in order for it to work. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central nurses station) will occasionally freeze and has to power cycle the device in order for it to work.